Manufacturer narrative:
The customer was able to provide the lot#; therefore, the device history record was reviewed. The review of the device history record showed that the reported lot# was inspected and released in compliance with all requirements. Historical trending was done. No sample was provided. The actual incident date is not known - the physician had been wearing the gloves without problem, but then started having symptoms. Protexis pi micro is the new product name of esteem micro, there is no change to the glove formulation or production process. The product esteem micro passed the requirements of the primary skin irritation test per the technical service report. The exact cause of this complaint (skin irritation) could not be determined. The protexis pi micro gloves have passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of some individuals experiencing reactions to certain chemicals used during the manufacturing process cannot be ruled out. We will continue to monitor complaints for any trends.

Event description:
Physician stated that he developed a red rash and his hands became severely irritated. He saw a dermatologist.